Event description:
A Physician reported that patient had experienced persistent glare, halos, ghosting and rainbow patterns in the left eye after refractive surgery. The patient undergone treatment with medications, but the symptoms have remained constant despite ocular surface treatments.There are two related reports for this patient. This report addresses the patient MA, left eye and another manufacturer report will be filed for the fellow eye

Manufacturer narrative:
H.3., H.6.: Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (b)(4).